Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the actuator is in its t2 post deployment position indicating a complete deployment. No ts or suture were returned for evaluation. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. The condition of the device indicates that the trigger was manually advanced during deployment of t1 causing the premature deployment of t2. Per the device instructions for use: do not push the deployment slider twice or the second implant will deploy prematurely.

Event description:
It was reported that when suture the posterior horn of the lateral meniscus; after t1 was deployed, t2 was not deployed. T1 was fixed behind the joint capsule, forced to release t2 in the joint cavity, pushed the t2 to the meniscus with a knotted pusher,cut the rest of suture, t2 has not been taken out. No patient injuries were reported.